Manufacturer narrative:
Internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-28 -there was not enough information to determine the mlurc. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer called in requesting assistance with performing blood glucose test. Consumer reported symptoms of feeling "woozy". The customer is not concerned with tests results obtained. The expected fasting blood glucose test result range is undisclosed. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 210mg/dl non-fasting using the meter. The test strip lot manufacturer's expiration date is 12-29-2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.